Event description:
The customer reported that the unit was giving an error code message of backup alarm failed. The backup alarm on the cpu has failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
The cpu board was returned to failure investigator (fi) lab for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the fi test ventilator. An operational test was performed and the ventilator power up from ac and deliver breaths. The ac led indicator was turned on. The ventilator was booted into diagnostic mode; the unit has an audible alarm with check vent: backup alarm failed shown on the screen display. During debugging, fi technician found the cpu pcba ls1 buzzer lead 2 at 0 volts and should be at 10 volts when activated. Ls1 buzzer was replaced on the cpu pcba and retested; the unit passed with no errors observed. Fi technician removed the audio buzzer (ls1) from the cpu pcba and performed an interior inspection of the audio buzzer (ls1). Fi technician found cold solders on 270k ohms +/-5% resistor leads. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer. An attempt was made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and updated accordingly.

Manufacturer narrative:
Corrected. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit was giving an error code message of backup alarm failed. The backup alarm on the cpu has failed. There was no patient involvement.